Event description:
Hill-rom technician found this bed had no bed functions. He discovered that the power supply board had signs of fluid ingress. He replaced the power supply board and the bed functioned properly. The bed was found out of service in the bed shop and there were no alleged injuries.